Manufacturer narrative:
Device received with critical pump error (open book image) due to corroded force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unable to verify audio/vibrate anomalies/absence of alarms anomalies or insulin delivery anomalies due to critical pump error. Device received with moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the critical pump error image was displayed on the screen. Customer stated the insulin pump was beeping. The insulin pump will be returned for analysis.